Event description:
It was reported that a device shift and embolization occurred. A watchman access system (was) and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed in the laa and met criteria for release. Upon release, the device canted and migrated to its side. The physician attempted to remove the device from the laa using a snare and a 20fr sheath. When attempting to snare the device, the sheath hit the device causing it to embolize to the left ventricle and shortly after into the left ventricle outflow tract where it got stuck in the aortic valve. The patient was then taken to surgery for device removal. The patient was in stable condition post-surgery.

Manufacturer narrative:
Product investigation completed. Returned product consisted of a watchman 24mm implant. Analysis of the implant included microscopic and visual inspection. Inspection found no damage or defect with the returned device. The implant embolization, surgery, and shift were all identified in the dfu as known adverse events.

Event description:
It was reported that a device shift and embolization occurred. A watchman access system (was) and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The closure device was deployed in the laa and met criteria for release. Upon release, the device canted and migrated to its side. The physician attempted to remove the device from the laa using a snare and a 20fr sheath. When attempting to snare the device, the sheath hit the device causing it to embolize to the left ventricle and shortly after into the left ventricle outflow tract where it got stuck in the aortic valve. The patient was then taken to surgery for device removal. The patient was in stable condition post-surgery.